Manufacturer narrative:
Manufacturer device report number 1220648-2024-24305 was found to be a duplication of manufacturer device report number 1220648-2024-24476. Any new information will be provided in manufacturer device report number 1220648-2024-24476.

Event description:
Us complainant reported the patient was on impella cp support. While on support, the device was loaded and powered on and was unable to get any substantial flow. After troubleshooting and continuing cardiopulmonary resuscitation, the decision was made to take that device out and place another cp in case there was something wrong with the first device. A second device (case: (B)(6)) was loaded and powered on, and again, there was no substantial flow from the impella. The patient expired on the second device, the separate case (patient identifier) (B)(6).

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.